Event description:
It was reported that atrial lead dislodgement was observed on fluoroscopic images. The lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.